Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was cracked and the battery cap could not be tightened. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-jan-2019 with the following findings: review of the black box data revealed power on reset events recorded. The battery compartment was confirmed to be cracked. The returned battery had stripped threads and was not able to maintain electrical connection while on the pump; power loss and rebooting was duplicated due to the damaged battery cap. At test was able to keep the pump powered and exercised for 12 hours without any power interruption. Investigation duplicated the complaint.